Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced a breach in aseptic technique during peritoneal dialysis therapy that resulted in the development of peritonitis. The breach in aseptic technique was further specified as touch contamination, unclean exchange area, and contamination from animal saliva. The patient was hospitalized for the event with symptoms of cloudy effluent. The patient was treated for the event with ceftazidime intraperitoneally (1g daily) and an unspecified antibiotic orally. The patient was retrained on proper aseptic technique and discharged from the hospital after five days. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.